Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. There was loss of capture but no asystole was noted nor inadequate therapies. Other lead measurements were within normal range. The lead was explanted and replaced with a new rv lead with good measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.